Event description:
Reportable based on analysis completed on 30nov2011. It was reported that during a stenting treatment procedure, a no cross occurred. Access was obtained via the radial artery. The 80% stenosed, de novo, 3.0 x 3.5mm target lesion was located in a severely calcified, moderately tortuous, mid left anterior descending artery. The lesion was predilated with a 2.5 x 20mm non-bsc balloon catheter. The 38 x 3.00mm taxus liberte stent delivery system was advanced and was unable to cross the target lesion, due to the severe calcification. The procedure was completed with the implant of two shorter stents. No patient complications were reported and the patient's status is stable however, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual examination identified stent damage. A stent strut was raised on row 4 from the distal end of the stent. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related. The complaint states that the lesion was severely calcified. The dfu states the taxus liberte device is contraindicated for use in heavily calcified lesions. (B)(4).